Manufacturer narrative:
The issue with inomax dsir (B)(4) was created as (B)(4). The investigation was completed on 16-aug-2017. The service log review revealed a deliver failure alarm due to over-delivery. The proportional valve was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the service pool. The root cause for this report was delivery failure; over-delivery due to proportional valve failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse even/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occured in the past which resulted in a serious adverse event (MDR 3004531588-2017-00012).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report a delivery failure, low nitric oxide (no) condition as well as a high no condition with inomax dsir (B)(4). The device was in use on a patient at the time, however no impact or harm to the patient reported. On (B)(6) 2017, a mallinckrodt internal employee discovered a delivery failure alarm due to over-delivery during routine service log review. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.